Manufacturer narrative:
No further issues were reported after the service visit from the field service engineer and the replacement of the sample probe. The investigation determined the event was consistent with a pre-analytic sample handling issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for a patient tested with the gluc3 (glucose) assay on a cobas c 503 analytic unit. The first result was 2 mg/dl. The second result, tested in another cobas c 503 analytical unit, was 82 mg/dl. The questionable result was not reported outside of the laboratory. The gluc3 reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The customer blocked the instrument for use after this measurement. The field service engineer replaced the sample probe, performed adjustments, and ran instrument checks.